Event description:
It was reported that the 40mm extension piece was attempted to be used on the v40-4 cobalt chrome femoral head and did not fit on the trunnion. A 28mm +0 head was used instead.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding intraoperative difficulty assembling a -4mm offset femoral head to a 40mm par extension piece was reported. The event was not confirmed. A review of the case file supplied with the par system indicated: "note: a -4mm offset femoral head cannot be used with the 40mm extension piece". Based on the provided information it has been determined that this event is associated with an off-label application. No further investigation is required at this time.

Event description:
It was reported that the 40mm extension piece was attempted to be used on the v40-4 cobalt chrome femoral head and did not fit on the trunnion. A 28mm +0 head was used instead.